Manufacturer narrative:
Follow-up #1: date of submission 26-feb-2018. Device evaluation: the device has been returned and evaluated by product analysis on 14-feb-2018 with the following findings: a review of the pump black box data revealed multiple unexplained pump reboots. During a visual inspection of the pump, the battery compartment was found to be cracked. There was evidence of moisture corrosion observed in the battery canister. The returned battery cap was undamaged and secured properly to the pump. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. The pump ez-prime steps were performed correctly the pump was exercised for 24 hours with no power interruptions. A leak test revealed leaks at the battery compartment and bolus button. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. Unrelated to the complaint, investigation revealed a dim, discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (moisture ingress) issue. It was reported that there was moisture in the battery compartment and no power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.